Event description:
The customer reported that there were issues with the heart rate (hr) and respiratory rate (rr) measured by an m3001a multi measurement server (mms) in combination with an mx400 intellivue pt monitor. The customer stated that te pt monitoring system falsely indicated a tachycardia alarm while an external ECG did not. No pt harm resulted from this event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.